Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem reset. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the resets is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem resets.